Manufacturer narrative:
It was reported that the patient was found deceased one day of successful amulet procedure, and an autopsy was performed which observed cardiac tamponade secondary to a pulmonary artery perforation. Also reported that per autopsy the perforation was determined to be due to the amulet device. Information from field indicated that there was no noted difficulty with implanting, multiple exchanges, and no wire was placed in the laa. The patient was discharged on same day of procedure without any observed effusion. The device remained implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A review of tee images performed at abbott showed good device placement within the laa with no evidence of device oversizing based on the lack of significant deformation of the lobe of the occluder. There was no evidence of a pericardial effusion at the conclusion of the procedure. The cause of death based on the autopsy findings was secondary to perforation of the pulmonary artery most likely due to a close proximity between the laa and pulmonary artery in a patient with moderate pulmonary hypertension. A device size of 22 mm is appropriate for a landing zone width of 18 mm. There was no evidence of a device malfunction. Based on the information received, the cause of the reported incident could not be conclusively determined, including whether the amulet device contributed to the pericardial effusion. The cause of reported patient effects pericardial effusion, cardiac tamponade could not be conclusively determined. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(4) patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage (laa) occluder (lot: 9134941) was chosen for implantation into a non-chicken wing laa utilizing a 14f amplatzer torqvue 45x45 delivery system (lot: 9146066). The patient presented in sinus rhythm. Heparin was given as anticoagulant. The occluder was implanted successfully after one partial recapture. Protamine was administered. Post procedure, the patient was placed on plavix and aspirin per routine. Patient was discharged on (B)(6) 2024 on the morning of (B)(6) 2024, the patient was found deceased. An autopsy was performed which observed cardiac tamponade secondary to a pulmonary artery perforation. 400 ml of fluid was observed in the pericardial sac. Per the autopsy, the perforation was determined to be due to the amulet device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.